Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report for defib fault 72 and defib disabled messages were observed during review of the device data logs. However, the device was put through extensive testing including bench handling, defib cycling, and discharging into a simulator without duplicating the report. An internal inspection resulted in no findings. The pace/defib engine board was replaced as a precaution. The customer's report for defib fault 76 was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 72", "defib fault 76", and "defib disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.